Event description:
Retained foreign object after invasive procedure. Patient underwent a ureteroscopy with laser lithotripsy for left urolithiasis. A 2 mm piece of laser fiber broke during procedure and could not be retrieved from the patient's kidney. Attempts to find the piece were abandoned, as the risks of continuing to search for it did not outweigh the benefits. There is low risk to the patient especially since the piece of fiber may wash out on its own. A clinical disclosure was done with the patient and his family, and this was documented in the operative report. This is a known issue that can occur during these procedures and happens with relative frequency based on wear and tear during use of the laser fiber. The wear and tear is secondary to it being a contact laser fiber, the tip of the laser (fiber core) has to be up against the kidney stone, which by nature is not soft, the vibrations caused by the firing of the laser wears down the fiber as it fragments the stone. Generally when the tip breaks it can be flushed out or grasped with a basket to remove it. Patient will have follow-up which includes a CT scan at about 4 weeks post removal of the ureteral stent that was placed during the procedure per routine. FDA safety report ID # (B)(4).